Manufacturer narrative:
Product ID 8709sc lot# serial# unknown, implanted: 2010 (B)(6), product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump revealed corrosion, wear, and lubrication of the motor gear train. The stall was due to gear wheel 3. The teeth on gear wheel 3 were found to be partially/completely corroded.

Event description:
A representative reported that on (B)(6) 2013, the patient presented complaining of flu like symptoms (aching, weak, nausea; no fever) and that their intrathecal pump was alarming every hour. They noticed the alarm in the evening of (B)(6) 2013. The patient stated that they had not been around any magnetic fields including an MRI in the previous weeks. The pump logs revealed a refill occurred on (B)(6) 2013; a motor stall occurred on (B)(6) 2013 at 8:45 am; the ¿stopped pump period may exceed tube set¿ was displayed on (B)(6) 2013 at 8:45 am. The stall never recovered. The patient was admitted to the hospital by their physician. Their healthcare provider planned to manage the patient until their pump could be explanted and replaced. The doctor did not want the daily dose changed at all as they ¿felt the pump was not working, and they did not believe it would be an issue¿. The patient was scheduled to have their pump explanted and replaced on (B)(6) 2013. The patient¿s status was noted to be alive and with injury. The medications used within the system were dilaudid and bupivacaine. The healthcare provider reported that the patient did not have an MRI. A representative later reported that the patient was experiencing a withdrawal event. The pump was explanted on (B)(6) 2013. A representative later reported that, following the replacement, the patient¿s pump was filled with preservative free normal saline because the hospital did not have the correct drug. The patient was being managed via oral pain medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.